Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8782, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported there was ineffective pain relief, and the patient did not think the pump was working. It was noted, the refill program date was 2014 (B)(6). It was reported, the catheter was replaced. It was reported there was a catheter access port (cap) contrast study done on 2014 (B)(6) that showed the catheter was kinked. The etiology was noted as the lumbar portion of the catheter. It was related to the device or therapy and possibly related to the implant procedure. The severity of the symptoms was noted as moderate. It was reported, the patient resolved without sequelae on 2014 (B)(6). The pump was used to deliver sufentanil, bupivacaine and baclofen.